Event description:
It was reported that when using the bd pyxis¿ medflex 1000 rxverify request that had already been approved prompted the user to submit the request again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rxverify request that had already been approved prompted the user to submit the request again. A technical support specialist reviewed the case and logged into the myqlink cr database to verify rxverify activity and confirmed that the functionality was operational. The specialist communicated with the pharmacy contact and explained that the rxverify issue may have been temporarily impacted during the myqlink scheduled maintenance period. The team coordinated with pharmacy representatives and regional contacts to confirm the current status across affected sites and requested validation for case closure. Additionally, the pharmacy implemented a temporary mitigation by extending the validation code expiration time from 2 hours to 8 hours to support medication dispensing workflow. The issue was tested and verified by t3, confirming normal functionality, after which the case was moved to closure. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 rxverify request that had already been approved prompted the user to submit the request again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.